Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high glucose results generated by the au2700 clinical chemistry analyzer for multiple patient samples. Based on available information, seventy six (76) patient samples were re-tested on a different instrument in the customer's lab and sixty two (62) results recovered lower by 17-75% from original results. Customer supplied an example of four (4) initial and repeated results. The results were reported out of the lab. There was no known treatment in connection to this event.

Manufacturer narrative:
Qc was acceptable before the event, at 9:00 am. Qc tested at 3:00 pm failed. A field service engineer (fse) was dispatched: the fse changed glucose reagent bottle, adjusted all reagent and sample probe wash volumes. No defective parts were found or replaced. The instrument now is performing as expected. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.